Manufacturer narrative:
Model #: unknown catheter as the information was incorrect at time of initial submission of MDR on (B)(6) 2017. A review of the last three post monitoring reports (pmr's) for trends cannot be performed due to the model number provided is invalid. A historical complaint data cannot be determined due to the model number invalidity. No further investigation is required at this time. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on the available information no patient injury occurred. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 13, 2017.

Event description:
Complaint received reporting that,"the latex foley catheter ch08 was set to the child and when it became necessary to remove the catheter it was impossible to deflate the balloon. There was a need to pierce the balloon through the anterior abdominal wall puncturing the bladder. There were no long-term complications." The reporter also confirmed that the catheter was in place for one day, during an unspecified surgical procedure. It was reported that the product was not tested prior to use. A total of 3.0ml of fluid was instilled into the retention balloon. The catheter was patent for urine outflow and the patient experienced no urinary retention. When attempts to deflate the balloon yielded no fluid return, the length of the catheter shaft was cut vertically. After the supra-pubic puncture of the retention balloon, the catheter was removed and not replaced. Bleeding was noted due to the surgery intervention when product was removed. The product was not replaced. The reporter confirmed there were no complications for the patient. No further details have been provided.